Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to capture and r-wave amplitude variation. The right ventricular lead was removed and replaced. No patient consequences were noted.